Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device viewed from the unaided eye. The device was not returned with the packaging carton or pouch. A syringe was used to inject 15cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated multiple times, and no leakages were observed. For further analysis, a leak test was performed by submerging the cuff and the inflation assembly under water and bubbles (leakage) occurred in the valve assembly. Under magnification, there was a gap in the clear residue on the inside diameter of the valve assembly, 0.42 inches from the distal end of the valve, that was consistent with adhesive. Per the drawing, adhesive is used to adhere and seal the valve assembly to the pilot balloon. Electrically, for additional analysis, resistance from end to end shall be less than 200 ohms and the actual measurements were 19.7 ohms (blue), 64.2 ohms (blue with white stripe), 27.0 ohms (red), and 43.9 ohms (red with white stripe) which all electrodes were in specification. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for esophageal cancer procedure, when using the endotracheal tube, noticed that it was leaking from somewhere but not the tip. The leak in the tube was noticed prior to intubating. The procedure was completed with the use of backup product. There was no patient impact.